Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition. Power up and visually check the liquid-crystal-display(lcd)the reported problem was duplicated. The root cause of the reported issue was found to be a faulty power control board (pcb). Actions were taken to mitigate the reported issue: replaced the power control board.

Event description:
It was reported that the warmer had a bad liquid-crystal-display (lcd). No patient injury was reported.